Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device delivered inappropriate hv therapy due to noise. Review of the stored egm showed the noise was due to a suspected lead failure on the sense/pace portion of the lead. The lead was partially capped and replaced. The defib portion of the lead remains active.